Event description:
The doctor reported puncturing the patient's dura during implant surgery. The physician treated the patient by having him lay flat and providing caffeine for headaches. The patient is reportedly doing well.

Manufacturer narrative:
The devices were implanted in the patient and will not be returned for evaluation. This is the final report.